Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that the ventilator passed short self test (sst) and extended self test (est). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).